Manufacturer narrative:
The doctor presented a complaint regarding a screw retained implant restoration crown that came off, due to fracture of dental implant abutment screw rs3402 .the abutment rs1404 and the fractured screw were removed. The dental implant involved was rescued and successfully restored again. No further patient complications were reported. In the event that additional information is received from the investigation of the items, a follow-up report will be sent. Manufacturer's trend analysis show that fracture of dental abutments ans prosthetic screws is a low-rate adverse event.

Event description:
Fracture of abutment prosthetic screw.